Event description:
A report was received that the patient was only getting stimulation on one side of the body. The patient underwent a revision procedure wherein the lead was adjusted. The patient was doing well postoperatively.